Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor displayed a service code 110 (overvoltage set) and was unable to complete functional testing. The cause for the failure was shorted u1005 component on the computer/analog board. The root cause for the shorted u1005 component could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 110 (overvoltage set).